Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, loose stools with cloudy fluid. The cause of peritonitis was unknown. The patient was hospitalized for the event and was treated with amikacin injection (250 milligrams, start dose intraperitoneally ), zactum injection (2.25 grams, intravenously and twice a day) and t.oflin (100 ml, once daily and route was not reported). At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.